Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and/ or the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the pk dissecting forceps instrument broke, snapped. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.